Manufacturer narrative:
(B)(4).

Event description:
It was reported that since ICD implant, lead noise episodes and high capture threshold was observed. Lead dislodgement was noted. Lead re-positioning was unsuccessful so the lead was explanted and replaced. Patient's condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.